Manufacturer narrative:
Results - micro switch set crew out of adjustment. Conclusions - set screw readjusted.

Event description:
It was reported by service report that there are no functions working on the bed. No pt involvement or adverse consequences are reported.